Manufacturer narrative:
On june 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the posterior view and extending to the anterior aspect of the smooth high profile xtra 595cc breast implant, measuring approximately 12.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, animation deformity, ptosis, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 595cc mentor memorygel breast implants, suffered bilateral breast implants malposition, animation deformity, and breast ptosis. As a result, the patient underwent revision surgery on (B)(6) 2021, where it was also discovered that the left breast implant was ruptured. Subsequently, both implants were removed, with the left breast being replaced with a new 595cc mentor memorygel breast implant (catalog: shpx595 lot: 7621283 sn: (B)(4)). The right breast implant was re-implanted. This medwatch form is for the left breast prosthesis.